Event description:
Blood was being processed for cbc's. While blood was being diluted, a great amount sprayed out of the machine, spraying on the right of mt's fact, right hand, leg and foot. Remainder landed on floor. Employee was wearing protective glasses, gloves, labcoat and shoes. Another mt was sprayed while talking to mt at machine and observing problems machine was having. Mt was also wearing gloves, glasses and labcoatdevice not labeled for single use. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: . Service provided by: manufacturer. Invalid data - service records availability. Imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, other, other, invalid data. Results of evaluation: design - inadequate. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device recalled by manufacturer/distributor, other. The device was destroyed/disposed of.